Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. Based on the available information, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. It should be noted that the mitraclip system instructions for use (IFU) states: ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). The off-label use was due to the mitraclip device being used on the tricuspid valve; however, there is no indication that using the mitraclip on the tricuspid valve caused or contributed to the reported events. The tricuspid valve insufficiency/regurgitation (tr) appears to be a cascading event of the slda. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Prior to inserting the clip, it was noted imaging was very challenging due to an enlarge heart and large gap between the leaflets. An xt clip was inserted and successfully deployed on the anterior and septal leaflets. It was noted that tr did not reduce after the clip was deployed. To further reduce tr, a second clip was inserted. However, during positioning, it was noticed the first clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted that the two clip did not come in contact. The second clip was then repositioned to stabilize the slda. After the second clip was deployed, tr remained at a grade of 4. Therefore, the physician decided to discontinue the procedure. There was no clinically significant delay in the procedure. No additional information provided.